Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the clip was observed to have detached from the leaflet on (B)(6) 2013.

Event description:
This report is being filed as the implanted mitraclip detached from the anterior lealfet and the mitral regurgitation grade increased. It was reported that on (B)(6), 2013, a mitraclip procedure was performed and one clip was implanted reducing the functional mitral regurgitation (mr) grade from 3-4 to 1-2. There was no reported difficulty with visualization or with the implantation of the clip. On an unspecified date, the patient was experiencing dyspnea and the mr grade had increased to 3-4. The clip was observed to have detached from the anterior mitral valve leaflet. On (B)(6) 2014, a second mitraclip procedure was performed. No damage was noted to the leaflets. During the second procedure, one clip was implanted and the mr grade was reduced from 3-4 to 2. Post procedure, the patient was clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: event date - (date changed to (B)(6) 2103, which is an estimated date of increased mitral regurgitation/dyspnea). The device was not returned for evaluation. Potential causes for the reported incomplete coaptation are, but not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions (procedural circumstances influencing the ability to unlock and open the clip). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements. There were no nonconformances identified for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incomplete coaptation incidents reported for this lot. The user did not report any issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was initially functioning properly prior to use. With regards to patient morphology, it was reported that the first clip was able to be successfully implanted, indicating that both leaflets were grasped reducing the mitral regurgitation (mr). It is possible that due to the condition of the leaflets, the clip may have detached from the anterior mitral valve leaflet; however, a definitive conclusion cannot be determined. Patient morphology cannot be excluded as a contributory factor for the reported incident. With regards to user technique and/or procedural conditions, it was reported that the mr grade was reduced after the implanting of the first clip. Therefore, it was determined that the device had been implanted successfully and that the clip was functioning as intended. It was reported that several days after the initial procedure the mr grade had returned and that the clip had detached from the anterior mitral valve leaflet. As no damage was noted on the leaflet, it is possible that due to the positioning on the leaflet of the initial procedure, the clip may have been more susceptible for detachment; however a definitive cause cannot be determined for the reported incomplete coaptation. The reported patient effect of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known potential complications associated with the mitraclip procedure. A conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. In this specific circumstance, it is possible that the initial positioning of the clip, while initially reducing the mr grade, had become detached from the anterior mitral valve leaflet due to patient morphological factors.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date of event (unspecified date of dyspnea/mitral regurgitation grade increase).the mitraclip remains attached to the posterior mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.